Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer was hospitalized due to unknown reason on unknown date. The customer took insulin pump off. The customer was treated with insulin drip. The customer took out battery. The device will not be returned for analysis.